Event description:
Reporter received a customer complaint regarding a 10ml oral dispenser. The oral dispenser is manufactured by baxa corp. And provided to reporter for inclusion into their zithormax liquid drug product. The customer reported that the tip of the dispenser broke off and caused a pt to experience a choking event that was resolved by the parent performing a heimlich maneuver. No patient injury was reported as a result of this choking event.